Event description:
Reporter indicated that patient had experienced a decline in seizure control over past 6 weeks. High lead impedance reading was obtained during normal mode test and during lead test (dc-dc code 7).